Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. After the third notification, the sample was not returned to argon. The complaint was closed. No correction is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
During ivc filter procedure, the legs of the filter were not opening after deployment , all legs were attached to each other, & some glue like substance adhering to the legs were not allowing the legs to open up, then dr needs to retrieve the filter, & used another new option elte in the same case.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During ivc filter procedure, the legs of the filter were not opening after deployment, all legs were attached to each other, & some glue like substance adhering to the legs were not allowing the legs to open up, then dr needs to retrieve the filter, & used another new option elte in the same case.